Manufacturer narrative:
Based on the available info, the event was deemed a reportable malfunction because a torn product would not be suitable for pt use. It is expected that the affected product would be inspected before use and replaced with a new device. It was reported that the torn product was not used on a pt and identified prior to use. No other event details are known at this time. A return sample for eval is expected. Note: the actual date of event is unk, so the date used was the date convatec became aware (B)(6) 2013.

Event description:
Balloon - puncture/tear/cut/hole. Reporter states a hole was noted on the balloon when the package was opened. They did not use the product on the pt are sending it back.